Manufacturer narrative:
The customer stated that quality control (qc) prior to the event was within laboratory established ranges, but the customer's range is wide. The high level qc was 4 mmol/l lower than the mean prior to the event. After the event, all levels of qc were low (the high level was less than 3 standard deviation (sd) at 11 mmol/l lower than the mean). A bec field service engineer (fse) had the customer replace the na reference electrode and the modular chemistry (mc) sample syringe. The fse also had the customer recalibrate the system and run qc; all passed within specification. The replacements restored the na recovery back to expected ranges. Service did not go on site as the customer resolved the issue. Failure mode is unknown. Both the na reference electrode and mc sample syringe were replaced, either of which could have caused or contributed to the event.

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 synchron chemistry analyzer generated false low sodium (na) results for approximately twenty (20) patient "control" samples during a correlation study between the reported dxc 800 instrument and an alternate dxc instrument within the laboratory. The customer stated that any patient samples failing delta check would be rerun on the other dxc, thus the customer cannot confirm if any erroneous patient results were reported out of the laboratory. In addition, the customer cannot confirm if any erroneous patient results were actually generated. The customer provided two (2) examples of the low na patient "control" results. The only questioned analyte is na. Sample #1 had an original na recovery of 129 mmol/l. The same sample recovered 137 mmol/l on the alternate dxc instrument, which was considered correct. Sample #2 had an original na recovery of 127 mmol/l. The same sample recovered 134 mmol/l on the alternate dxc instrument, which was considered correct. There have been no reports of impact to patient treatment in connection to this event.